Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up, the right ventricular (rv) lead was observed with a slow increasing and high threshold as well as an increasing pacing impedance. No surgical intervention or reprogramming changes were done. The lead remains in use. No patient complications have been reported as a result of this event.